Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under infusion of dexamethasone. The nurse stated that 8-10 ml was added to a 50 ml bag for a total of 58-60 ml. The pump was set-up and set volume to be infused (vtbi) for 60 and when the infusion was completed, almost half of the volume left in bag. The nurse reset again the pump for 20 ml and having the device when the infusion was completed, almost half of the volume left in bag. The occurrence date, process step and where the event happened were not provided by the customer. There was no known patient injury or medical intervention associated with this event. No additional information is available.